Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and had a no delivery alarm this morning. The customer's blood glucose was over 450 mg/dl. The customer reported past event that they received no delivery alarm and event was resolved by changing complete set (inf and res). The customer reported that insulin was not delivered due to the pressure that insulin pump was exerting to the reservoir. The device will not be returned for analysis.